Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient started having syncopal episodes about a month ago. No system controller issues were reported at that time. Log files and the history log did not show any issues. The patient was diagnosed with thyrotoxicosis contributing to her syncopy, weakness and fatigue. The patient fell in the bathroom 2 days previously, cracked two ribs and was admitted into the hospital. While in the hospital, the system controller alarmed with the yellow wrench alarm. The system controller was replaced by another system controller.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.